Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('implant perforation through left fallopian tube at isthmic portion') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain, dysmenorrhea, adenomyosis, uterine leiomyoma and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('implant perforation through left fallopian tube at isthmic portion') in an adult female patient who had essure inserted. The patient's medical history included pelvic pain, dysmenorrhea, adenomyosis, uterine leiomyoma and paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.